Event description:
Additional information later received reported that as of the day of this report, the patient was still in-patient. All the physicians and the patient made the decision to have the pump stopped and the code was provided. Per the reporter, they planned to explant the pump.

Event description:
Additional information later received reported that the pump would be explanted.

Event description:
Per the managing physician, on approximately (B)(6) 2015 after doing gardening at his church, the patient experienced weakness of the bilateral lower extremities. The patient was admitted to the hospital, had tests (x-rays, MRI, <(>&<)> ¿abivw¿) done with inconclusive results, but there was no granuloma noted at the catheter tip. The patient was admitted to rehab and began regaining strength then experienced worsening of his condition. The patient was admitted to an acute setting where it was noted that he had spinal cord edema. The hospitalist called the pump managing physician who recommended that the devices be removed. The patient had pain and paralysis of lower extremities. At the time of this report, the device system was delivering hydromorphone and clonidine. The patient status was reported as ¿alive-no injury¿.

Event description:
Additional information later received reported that the healthcare provider had received a call from the neurologist on (B)(6) 2015. They stated that a myelogram would be performed that day, however the results were never shared with the healthcare providers office. Per the reporter she didn't know if the cause of the weakness was determined or what was done to resolve the issue. The healthcare provider stated they filled the patient's pump on (B)(6) 2015 and they have not seen or heard from the patient. As a result the healthcare provider thought that the patient's pump was fine and active, but they could not be certain of the patient's status.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient had bilateral lower extremity weakness that started approximately 7 days prior to this report. On the date of this report, an MRI was being done to rule out the pump therapy as the cause. The device system was delivering clonidine, dilaudid, and marcaine. On (B)(6) 2015, it was reported that the patient was ¿hospitalized with possible unrelated issues¿. The radiologist did not detect a granuloma/inflammatory mass. The hospital was consulting with the patient¿s pump managing physician. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.